Event description:
Drive devilbiss healthcare was notified of an incident involving a bath seat by the provider who reported the bath seat leg broke causing the end user to fall in the tub. The end user sustained small cuts to her foot and hand. The end user went to the emergency room after what she believed to be signs of infection. The end user received intravenous antibiotics at the emergency room and at home as well as oral antibiotics. The end user has a medical history of immunosuppression and requires frequent antibiotic therapy. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint. Need statement for the corrective actions for the report.